Event description:
It was reported that during a case, the unit gave an e-1 error. It was further reported that the case was delayed 10 minutes. This has happened several other times in the past several weeks.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.